Manufacturer narrative:
Findings: unit received with critical pump error and pump error 35 confirmed in history file due to due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.